Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) in (B)(6) notified a johnson and johnson employee that he/she ¿had a bacteria in the eye¿ while wearing the acuvue oasys for astigmatism brand contact lenses. The went to an ophthalmologist and was prescribed medication. No additional medical information was provided. On 07sep2017 a call was placed to the pt for additional medical information: -pt reports on (B)(6) 2017 after 3 weeks of wearing the acuvue oasys for astigmatism lens, he/she experienced eye pain, redness, and tearing; pt reports on (B)(6) 2017 a diagnosis of ¿od bacterial infection, possibly caused by use of contact lens¿; pt was prescribed vigamox every hour for 3 days, then every 4 hours until the medication was completed; pt reported a follow up visit on (B)(6) 2017 and was advised to continue use of vigamox q 4 hours; pt to use ster md (prednisone) anti-inflammatory, every 3x days for 1 week for od redness; pt reported the eye care provider (ecp) was concerned she could be developing conjunctivitis; pt reported the od was better after 8 days since the diagnosis; pt report od is ok now, but he/she is still using medications at this time; pt reported a follow-up visit on (B)(6) 2017 and an additional follow-up visit scheduled for (B)(6) 2017; pt provided treating facility name for additional medical information; pt reports a wear schedule of 30 days which was recommended by optical store; pt does not sleep in lenses and uses a multi-purpose disinfectant, opti- free to disinfect the lenses; pt reported he/she might have the suspect lens, but was unsure as the pt was not at home; pt reported he/she was on vacation until next week. On 20sep2017 a call was placed to the pt who reported a follow-up visit to the ecp on (B)(6) 2017. Pt reported she was diagnosed with viral conjunctivitis; pt was given vigamox every 8 hours. Pt is now using the vigamox bid, then qd. Pt does not recall how many days he/she was prescribed to use the drops. Pt states the od is finally better. Pt states no follow-up appointment visit is scheduled, but pt is to return when the od is better. Requested the pt obtain a medical report from the ecp on the return visit to advise if the event had resolved and if the pt can return to contact lens wear. Multiple attempts were made to the pts treating ecps office for additional medical information, but no additional information has been received. The suspect product was discarded. A lot history review was performed for lot b00llbn: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00llbn was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.